Event description:
Caller contacted cts regarding malf 16 field correction notice. There was no reported impact to the customer¿s blood glucose level. Cts advised caller of recommended mitigations and addressed additional inquiries as necessary.